Event description:
It was reported that a small volume infusor had ruptured. This occurred during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufacturing between 14 march and 15 march 2013. The device was not returned, but photographic images of the sample are available for evaluation. A photographic inspection confirmed a ruptured bladder. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.